Manufacturer narrative:
The returned device was evaluated and the pod was received with the formed needle was visible in the exposed portion of the soft cannula though the slide insert was visible in the viewing window and the linkage assembly was fully retracted. The formed needle did not retract after opening the device. Inspection of the needle mechanism found the formed needle to be unseated from the slide retract. Inspection of the slide retract found damage, indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during deployment which caused the formed needle to not retract.

Event description:
It was reported while wearing a pod for longer than 48 hours the patient noticed the needle had not retracted upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.